Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of high, myopotential noise secondary to insulation issues. The lead has been surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new ra lead was successfully implanted. This lead will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.